Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a case of a blown capsular bag that required a vitrectomy, during a laser assisted cataract surgery on a patient¿s left eye. The patient was reported to have had other issues with their retina which required a retinal surgeon to check out the patient before completing the intraocular lens (iol) insertion.